Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the abnormality / failure in the image sensor unit mounted in the distal end of the scope, or the abnormality / failure in the scope connector unit including internal electric circuit board and electric parts mounted on the internal electric circuit board, or the abnormality / failure in the system caused the event. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported that a generated noise was observed with the evis lucera elite bronchovideoscope. During a standard service inspection of the customer returned device, a b30 error was noted. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, a b30 error was noted. In addition, insertion tube crushed, missing curved rubber joint, and scratches on the universal cord were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.